Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error 45636. It is unknown if there was a patient involved.

Manufacturer narrative:
See a1, b3, b5 and h6(patient code) h3: one cadd solis vip pump was received with bent battery door springs and downstream occlusion sensor (dso) seal bubbled. The event history log was reviewed and there was a "system fault 45,636" message. The software app was checked and a motor test was conducted. Error 45636 was found in the event log, but error 41626 alarmed when running motor test. Both errors are due to an open circuit in motor.

Event description:
Additional information was received indicating that there was no patient involvement.